Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an app crash alert. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.